Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was partially capped due to increasing capture thresholds. A new pace/sense lead was added and the defib portion of the lead remains active.